Manufacturer narrative:
.

Event description:
Pt had initial aaa repair in 2006 at another institution and all went well. In 2007, the pt had follow up and all was well. Then, the pt showed up at a small hospital with back pain. They sent him to another hospital. They contacted the vascular surgeon on call. At this time, the pt was stable and had a non contrast CT there. The vascular surgeon contacted all hospitals that they practice at, but none of the hospitals would accept the pt. Well over 12 hrs later, the pt became unstable and was airlifted to current hospital. The pt arrived at the hospital and had a CT with contrast then sent directly to or. During cutdown, the pt went into asystole. They tried to revive the pt and also tried open heart massage, but were unable to revive him. It appears from the pax images like the leg graft may have disconnected.